Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection and functional testing were performed. The downstream occlusion (dso) seal ripped/cracked was noted, and the complaint was confirmed. The dso seal was replaced. The device passed all functional testing after repair.